Event description:
I am reporting an ongoing and unresolved issue with my tandem diabetes insulin pump that continues to affect insulin delivery decisions and site management. I submitted my first FDA medwatch report regarding this issue in early september, followed by a second report in late september, and a third report in mid-october. Tandem diabetes care did not respond to or address the issues raised in my first two reports. After the third report, tandem attributed the problem to user error, stating that I was "doing something wrong," but did not identify what specific action or behavior was incorrect, nor did they provide corrective guidance or technical explanation. As of now, approximately five months later, the problem persists. The pump continues to display an incorrect message that directly influences my insulin management decisions. This message causes me to administer incorrect amounts of insulin and change my insulin reservoir and infusion site prematurely based on inaccurate pump information. Despite repeated reports and ongoing use, tandem diabetes care has not corrected the issue, clarified the root cause, or provided a resolution. The company has effectively ignored the problem since my initial report, and the device continues to present misleading information that poses a risk of improper insulin dosing and glycemic instability. This is an ongoing safety concern and has not been resolved.